Manufacturer narrative:
Bard vascular has previously reported this event as communicated to them via telephone conversation with the user facility on 12/22/97. Conflicting info regarding this same user facility. This supplemental info is now being forwarded for attention and reflects the current info available on this event.

Event description:
After three days of iab therapy, alarms sounded and a balloon leak was noted. The iab was removed and replaced. The pt was reported in critical condition prior to the incident. The pt expired later the same day.